Event description:
It was reported that during an attempted implant, the helix of the lead was screwed at the target site, however the lead soon dislodged. The lead was placed again at the target site, which led to dislodgement again. The physician attempted to retract the helix, but was unable to do so. The lead was removed and visually inspected outside the patient body. The helix was found to be extended. Though the lead was rotated over 20 times, the helix was unable to be restored. The physician opted to implant a new lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).